Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue device placement procedure on (B)(6) 2023. The physician believes the hydrogel infiltrated the rectal wall. A magnetic resonance imaging (MRI) was requested to confirm the position of the hydrogel. The patient's radiation treatment was delayed due to this event.

Manufacturer narrative:
Additional information block b5 has been updated with the additional information received on january 12, 2023. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue device placement procedure on (B)(6) 2023. The physician believes the hydrogel infiltrated the rectal wall. A magnetic resonance imaging (MRI) was requested to confirm the position of the hydrogel. The patient's radiation treatment was delayed due to this event. ***additional information received on january 12, 2024*** it was further report that the images showed that the hydrogel was deep in the rectal wall at the midgland and apex. At this area, the hydrogel comes close to the lumen. It was suggested to scope the patient in four weeks and treated only if it's healthy.